Manufacturer narrative:
The creatinine reagent lot number is 80106601 with an expiration date of 28-feb-2025. The calcium and albumin reagent lot numbers and expiration dates were not provided. It was noted that the calibration and qc were within specification. It was noted that incubation water short alarms were observed. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium and albumin results for 1 patient, questionable albumin results for 1 patient, and questionable creatinine plus ver.2 results for 1 patient on a cobas 8000 c 702 module. Patient 1 (sample ID: (B)(6) : the initial calcium result was 1.7 mmol/l and the repeated result was 2.38 mmol/l. The patient's previous result at another facility was 2.4 mmol/l. It is unknown if the result of 2.4 mmol/l was from the same sample. The initial albumin result was <2.9 g/l and the repeated result was 48 g/l. A new sample was obtained from the patient. On (B)(6) 2024 the initial calcium result was 1.67 mmol/l and the repeated result was 2.15 mmol/l. The repeated result was obtained on another analyzer. Patient 2 (sample ID: (B)(6): the initial albumin result was 2.9 g/l and the repeated result was 44 g/l. Patient 3: the initial creatinine result was 21 umol/l and the repeated result was 438 umol/l. The repeated result was obtained on another analyzer. The questionable results were held in the customer's middleware and the samples were repeated before the results were validated. The repeated results were considered correct as they were consistent with the patients' clinical history.

Manufacturer narrative:
The field service representative found a pinhole in the rinse station tubing and some springs on the rinse station were sticky. He replaced the reagent and sample probes, the gear pump head, the lamp and reaction cells, detergent bottles, and tubing on the rinse station. He performed decontamination, cleanings, adjustments, and checks. The precision test results, calibration, and qc were acceptable. The investigation determined the service actions resolved the issue.